Manufacturer narrative:
This report is being amended to include evaluation codes. The head has fractured and poly liner is damaged. The head cannot be dimensionaly evaluated due to damage. The mfg records are in order. A complaint history review for adverse trends was conducted. The fracture appeared to have originated by fatigue.

Event description:
Device fractured requiring revision surgery (mdr97-00028).